Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6006674, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6010270 was manufactured according to the work instruction (wi) version 120 in the line li101- linea 9 inset, on 22/nov/2024, with a total of (B)(4) units. The sub-assembly: gluing of tubing the lot 4l00341 was manufactured according to the form version 12.0 and manufactured in the machine igtl01, on 19-nov-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Conclusion summary of complaint investigation: as a result of the following: no non conformance (nc) raised during production related to complaint code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of insulin flow blocked alarm event on (B)(6) 2025. The blockage was in the tubing. No further information available.